Event description:
It was reported that both of the patient's magnets were cracked. Patient received new magnets from her physician. It is unknown whether the patient's magnets were still performing as intended despite being cracked and broken in half.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.